Event description:
Plaintiff alleges latex sensitization which has caused her permanent injuries and damages, including past and future pain, suffering, disability, humiliation, embarrassment, worry and mental distress as well as loss of enjoyment of life. Plaintiff another alleges loss of the society and companionship of his wife as the result of her injuries.